Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Ulcer is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. In (B)(6) 2017, the patient appeared to have gastric ulcer near pylorus. It is unknown if the gastric ulcer was present prior to start of duopa therapy.